Event description:
It was reported that the pt was revised due to pain.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report. Cat # nls-300000b, lot # 38307501, description: lrg tap pri mod nck 0deg 30mm. Cat # 540-11-46d, lot # 38119001, description: trident psl ha solid back 46mm. Cat # 6570-0-132, lot # 39131001, description: delta v-40 ceramic head 32/0. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.